Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. Initial reporter city: (B)(6). (B)(4). Investigation result: a visual examination of the returned complaint device found the balloon and the catheter did not have any visual defects, and were in a good condition. Dried contrast was noticed inside of the balloon. Functional evaluation could not be performed as the balloon lumen was blocked, and it was not possible to unclog it. Microscopic examination was performed, and it was found that the balloon had a pinhole, which is consistent with and confirms the reported event of balloon failure to inflate. This failure is likely due to factors or conditions related to the procedure during the use of the device, such as the interaction between the balloon and the scope or any other devices during the procedure that could have created friction, resulting in the found failure of pinhole. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the papilla during an endoscopic papillary balloon dilation (epbd) procedure performed on an unknown date. According to the complainant, during the procedure, it was noticed that the balloon would not inflate. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.